Event description:
It was reported that under-sensing and low p-waves were observed on the atrial lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-58 lead implanted (B)(6) 2010. (B)(4).